Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2023. It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. The patient experienced sensor failure after warm-up which occurred an undocumented number of days after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient was vacationing in mexico, the device alerted the failure but had no additional supplies and was not able to purchase more before the incident happened. The patient experienced unconsciousness and diabetic ketoacidosis. The patient was taken by family to the emergency department. The nurse reportedly took a blood glucose reading; however, the value was not documented. She was hospitalized for 5 days and treated with 9 units of insulin during her hospitalization. The patient also reportedly received (B)(4) units of vancomycin for an unspecified condition. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient's condition was normal. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis. B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. The patient experienced sensor failure after warm-up which occurred an undocumented number of days after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient experienced unconsciousness and diabetic ketoacidosis. She was hospitalized for 5 days and treated with a total of 9 units of insulin over the course of her hospitalization. At the time of the report, the patient's condition was normal. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.